Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: review of stock: the procedure to review the units of this product code and lot number available and verified that to date it has (B)(4) units in stock. Quantity produced / imported: this product code and lot number (B)(4) units were produced. Distributed quantity: the procedure to conduct the review of the traceability of the product / batch and identifies the units sold have been distributed in 22 customers. Background: when reviewing the database claims it was confirmed that to date there are no reported incidents of this cause related to this product code and lot number. Batch record / record lot: review of the figure for the production batch documentation was performed, in which the control process and control of finished product were checked, and no deviations or alterations are identified during the process. Analysis (s) sample (s): the samples received were verified visually and showed that one of the samples presented leakage sterilizing solution; this damage may have been caused by a defect in the mold sealing machine, which is not detected during the manufacturing process and batch release, only after a while when the solution contacts the affected part and the deterioration the aluminum foil in the area closest to the sealing edges. The flaw was detected and was corrected before this report was received. Conclusions: based on the results obtained from the samples received, these did not meet the requirements of the OEM therefore this claim is justified. Actions: it does not require any action, because the cause of the claim was corrected before the customer the report this issue.

Event description:
Country of complaint: colombia. The box of sutures are opened. The sutures show that the envelopes have defects and there is no liquid in the envelope.